Event description:
Customer reported that their pump screen was dark and would not turn on, and they were unable to provide their blood glucose level at the time. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try multiple troubleshooting steps, including confirming the pump was not plugged into a power source and using a known working power source to charge the pump, yet the pump still would not charge. A replacement charging cable resolved the issue and the pump began charging.